Event description:
Reporter stated her husband died of diabetic ketoacidosis because the insulin pump did not alarm when the insulin was low or when it was out of insulin. Because of that her husband went into diabetic shock. This is the second pump in 2 years and her husband had this pump for less than a year.